Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to experiencing a blood glucose (bg) level above 800 mg/dl; cause was not known. A correction bolus was delivered and a manual injection was administered to address bg prior to hospitalization. The customer alleged bg may have been caused by the infusion set cannula being clogged or kinked; however, cannula damage was not confirmed. No issues were observed with the cartridge or infusion set tubing. Customer was treated with insulin drip in the hospital. Customer was released 2 1/2 days later with no permanent damage.